Event description:
The CT machine b ((B)(6)) began to smoke and "cracking and popping' noises, along with electrical shell following a power outage in building. Repaired by philips and returned to facility.